Event description:
While using the electrosurgical unit in the cautery mode around the eyes there was an arc and flash above the forehead. The unit was tested by clinical engineering and meets the specificationsdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: incorrect technique/procedure, unanticipated. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.